Event description:
It was reported that after the device on the patient's right side was turned on the day before the report, the patient had a "really bad reaction" starting that afternoon. It was described as "very strong" dyskinesia and "violent bodily movements." The reporter stated that the patient had to be held down with all their strength to "keep her from banging her head." The patient also felt "very sick to her stomach", and had symptoms of nausea and diarrhea. The patient was taken off all medications, except one, and the system was turned off the previous night with the patient programmer. With the system off however, the patient's parkinsonian symptoms returned. The system was turned back on the morning of the report, but the dyskinesia returned and so it was turned off again. The reporter also indicated that after the device on the patient's left side was turned on a week prior to the report, the patient felt "mildly sick to her stomach." It was noted that "the patient programmer was not recognizing that one side was there." A week later, it was further reported that two days were spent changing the setting of the ins and the patient's oral medication was balanced. Up to that point, the results had improved. The reporter stated that the patient was scheduled for a follow-up in a month. Information also reported on patient's other implantable neurostimulator (ins) in regulatory report # 3004209178-2013-00340.

Event description:
Additional information received reported that the patient ¿felt kind of sick¿ when she had the left side turned on a week prior to the date of this report. The patient also felt sick to her stomach and having diarrhea but she did not have nausea as reported previously.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va01ngu, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).